Event description:
Per the clinic, the patient experienced non-auditory sensations and refractory neuropathic pain at the implant site necessitating removal of the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.